Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and issues with their sensor. The customer's blood glucose level at the time of incident was 400mg/dl. The customer treated the high with manual injections. The customer states they were receiving weak signal alerts. The customer was advised on proper calibration practices. The customer declined to conduct troubleshoot.